Manufacturer narrative:
The t:flex cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced multiple ongoing low blood glucose (bg) levels (42-66 mg/dl). Carbohydrates and protein were consumed to address the bg level. The customer thought that a recent steroid treatment that was concluded 1.5 days ago may have been contributing to the low bg levels. Reportedly, the customer prefills the cartridge and stores them in the refrigerator.